Event description:
Received a report from consumer who advised she required medical treatment to treat a yeast infection, she believes, she developed from the deodorant in tampons (she has used deodorant tampons in the past without incident).